Event description:
An offset reamer handle used in a mako plasty total hip arthroplasty procedures with the robotic arm interactive orthopedic system (rio) malfunctioned during a case. The surgeon noted that there were metal fragments visible in the patient wound. The metal fragments were removed from the wound and the case outcome was successful.

Manufacturer narrative:
The following is a supplemental report to the original MDR submitted previously. Additional information to the event is provided herein. The returned off set reamer was inspected upon receipt form the field. Inspection of the device confirmed that the u-joint closest to the input shaft of the reamer handled had failed. Visual inspection of the device confirmed part marking consistent with repeated spinning of the shaft while the u-joint was disengaged from the two main components that make up the u-joint. Further investigation of the reamer handle shows no other components to have failed. The likely cause of the failure was attributed to repeated sudden high torques applied to the reamer handle by the drill and countered by the surgeon. (B)(4). We will continue to monitor for this kind of failure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The evaluation is ongoing, and a supplemental report will be filed when results are obtained.